Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified iliac vein. After the guidewire was passed through, a 6.0mmx20mmx135cm (4f) sterling balloon catheter was advanced but failed to cross the lesion. Subsequently, a 2mm x 20mm x 143cm coyote es balloon catheter was crossed and used for dilatation; however, during initial inflation at 4 atmospheres, the balloon ruptured. The 6.0mmx20mmx135cm (4f) sterling balloon catheter was used again but also ruptured during second inflation at 6 atmospheres. The procedure was completed with a different device. No patient complications nor injuries were reported.